Event description:
A report was received that the patient was unable to charge the ipg and the remote control would not communicate with the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was unable to charge the ipg and the remote control would not communicate with the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) sc-1132 (sn (B)(4)): device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The device was charged 6 cycles in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was out of the expected range, and indicated the device current drain was too severe to power the ipg electronics. It was determined that the master asic u2 had an internal short(s) resulting in excessive current drain of the battery. The damage done to the master asic-u2 resulted in the inability to charge the ipg and/or get it out of reset mode, regain telemetry functions and turn on stimulation. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the lead splitter passed mechanical test performed. No anomalies were detected. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. One end of the splitter was cut approximately 6 inches from the proximal end, and was unable to be tested. The other tail was intact, and passed all cis testing. Damage to the cut tail was a result of a typical explant procedure and was not considered a failure.

Event description:
A report was received that the patient was unable to charge the ipg and the remote control would not communicate with the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Ipg malfunction was suspected. During the procedure, the physician cut one of the splitters and it was found out that the lead was not sitting into the splitter and it would not connect. The physician opted to replace the lead and lead splitter. The physician did not suspect any lead fracture. The patient was doing well following the procedure.